Event description:
In 2004, this patient was implanted with a gore excluder aaa endoprosthesis. In 2007, an abdominal aortic angiogram was performed due to a suspected endoleak.the angiogram revealed no evidence of endoleak. No further intervention was performed.

Manufacturer narrative:
The device remains functioning in the patient. A review of the manufacturing paperwork is being conducted.